Event description:
Philips received a complaint on the v60 ventilator indicating that the device produced a 100a (vent-inop: data acquisition pcba adc reference failed) error code. Unit was not in clinical use at time of discovery. The field service engineer (fse) confirmed the 100a error code at the service center. The data acquisition to motor controller printed circuit board assembly cable was replaced to resolve the issue, no other abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.